Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had drive support cap came out. The customer's blood glucose was unknown at the time of incident. The customer reports that insulin pump alarmed compromised force sensor system and after troubleshooting insulin pump started to work again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However unit alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test. Drive support disk was protruded noted.